Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an extreme increase in battery current and a loss of capture in the ventricular chamber due to low voltage output in the ventricular channel.~~~~~~~~